Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. The complaint regarding scissors mot testing right was confirmed by failure analysis.

Event description:
It was reported that the monopolar curved scissors instrument was not functioning well. It was not used on patient. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was discovered during processing.